Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and they were informed that their gums are very inflamed and they need a frenectomy as soon as possible and to stop byte treatment immediately. Also, the aligner treatment will not correct their cross bite properly. Letter of recommendation was provided later.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.